Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and a barbed suture was used. Four days post-op, the patient was brought back to the or and the suture on the facia had broken apart. A different type of suture was used to reclose the patient¿s incision. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure on what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What instruments were used in this procedure to handle the suture? Did the stratafix suture break post-op? If so, where was the break noted (termination, middle, end)? Was there any precipitating stress factor for the suture breakage? Please describe the appearance of the suture during the second procedure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Trade name irgacare®, active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength: 2360 g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/1/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.